Event description:
Implanted for dialysis. While attempting to access for treatment, it was noticed there was a leak in the red port. Implanted left groin. No injury. Was removed and replaced. No further info.